Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005; 693565 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced no atrioventricular synchrony and felt awful. It was further reported that the right atrial (ra) lead had dislodged and exhibited non-capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.